Event description:
Burned during an MRI of my hips and groin area. Resulted in cooking sensation and physical burning sensation to my left arm during the procedure. Much pain and discomfort afterward including the discoloring of my penis and scrotum to a dark gray color. My general feeling was that I had been sunburned and that my testes were in a vise. The MRI was a philips acheiva 1.5 -taken from the report- I feel the machine wasn't working correctly and/or the operator wasn't doing his job correctly. During the procedure, my hips were covered with a thick heavy material with two large holes cut in it that lined up generally with the insides of my hips. My feet were tied together and a wedge of some type was placed between my legs just under my scrotum. Product name: philips achieva 1.5 MRI machine operator of this machine: orthopaedic specialists.